Manufacturer narrative:
Follow-up #1; date of submission: 09/19/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on, as confirmed by the presence of the auditory and vibratory cues, but the display screen was blank; the reported event was duplicated. The pump case was removed, and the display screen was observed to be cracked in multiple places. The suspect display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed, suggesting the damage to the display was the cause of the blank display issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.